Event description:
It was reported that the patient was not "getting pain relief" which occurred "over time". The hcp kept increasing the dose. A dye study was done. An x-ray was performed and the results were the drug was not going into the intrathecal space. During surgery, the back incision was opened and they clearly saw the "catheter was broken exactly where catheter came out and went up to the pump". The hcp cut a small segment out and pieced it together with a connector, closed the patient, lowered the drug dose and the patient was doing just fine without further issues. It was also reported that the pump contained morphine at implant; "after time/refill", the pump delivered morphine and fentanyl and after the catheter revision on (B)(6) 2012 the dose was lowered since it was known the catheter was in the correct position.

Manufacturer narrative:
Programmer model 8835 (B)(4), catheter model 8709sc (B)(4) implanted: 2010/(B)(6) explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter segment revealed catheter body broken. The anomaly found on the returned segment indicates it possibly had been compressed in this area and started to break. The way the anomaly looked indicated some material had been worn away which is not typically seen with an anomaly like this, but overall evidence appears consistent with compression leading to a break.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.